Event description:
It was reported that there was a "motor not running" error message during plunger travel test. The reported product fault occurs during the incoming acceptance inspection prior to operational use of the device. No patient involvement was reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information

Manufacturer narrative:
Date returned to manufacturer: 6/10/2024. The device was returned for root cause analysis and the investigation findings concluded after visual inspection, flow delivery testing, and functional testing, the customer problem was duplicated. The pump was found to fail flow delivery as the error, "motor not running", occurred during priming. The cause of the customer reported problem was u29 sensor failure on the main printed circuit board (pcb). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main pcb and performed preventative maintenance. The pump passed all functional tests and performed as intended after repair.